Event description:
It was reported that a spectrum pump had failed downstream occlusion test 3 times. The event happened during testing at the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem 'failed downstream occlusion test 3 times (23.28 psi, 23.08 psi, 22.56 psi)' was not reproduced during evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified through causality and the causality was determined to be out of specification force sensor readings. The out of specification force sensor readings could not be calibrated. The downstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.